Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient had an initial implant on (B)(6) 2014 with a bifurcated stent, a suprarenal aortic extension, and four limb extensions. A follow up computed tomography (CT) showed a type 3a endoleak with component separation between the main body and the left limb extension. On (B)(6) 2017 the physician elected to implant ovation limb extenders to seal the endoleak. The patient is reported to be in stable condition post procedure. There have been no additional adverse events reported for this patient.